Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had hospital visit but it was not diabetes related. The customer stated that she had high blood glucose. The customer also stated that there was no problem with the insulin pump. The customer's blood glucose was 221 mg/dl at the time of incident. The hospital visit was the week prior. The customer declined troubleshooting for the high blood glucose. The insulin pump will be returned for analysis.